Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm was not confirmed. A review of the submitted event log file spanned approximately 13 days from 20:44:19 on (B)(6) 2022 to 08:17:29 on (B)(6) 2022, per the time stamp. The log file analysis revealed no external power events while the system was operated on mobile power unit. These events appear to be caused by disconnecting both leads to change power sources on (B)(6) 2022 between 22:17:05 and 22:17:25. The backup battery was active during this event, and no interruption in pump support was observed at this time. The alarm cleared once the power cable was reconnected to power. The controller was alarmed with transient power cable disconnect, low external power hazard, and no external power alarms. During the no external power event, the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. The root cause can be determined to be a user error in which both system controller power cables were disconnected from external power simultaneously. As the system controller, serial: (B)(4), will not be returned for evaluation, the complaint file will be closed with no further action. This analysis cannot conclusively determine a root cause for the reported event. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The system controller, serial number: (B)(4), was shipped to the customer on (B)(6) 2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section b ¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and driveline disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient and their caregiver did not hear any audible no external power alarms, although it was recorded in the patient's log files. Log file analysis captured power cable disconnect and no external power alarms on (B)(6) 2022 around 10:17 pm. These events appear to have occurred during a routine power change from the patient's mpu to battery power; this was possibly attributed to a user error by a double power cable disconnect. The site could not confirm the cause of the alarms but could not find any specific issues with the controller upon interrogation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm was not confirmed and the reported event of a no external power alarm active was confirmed via analysis of the submitted log file. The heartmate 3 system controller was returned and evaluated at abbott. During the evaluation the system controller was functionally tested and passed all steps without issue. The controller was able to operate a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The decibel level of the audible alarm was measured and was within the expected range. The heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Additionally, a log file was submitted and downloaded for analysis. The submitted event log (b9150814_c3e) and the downloaded log file from the returned system controller contained combined overlapping data spanning approximately 45 days (02sep2022 ¿ 17oct2022 per the timestamp). The log file captured no external power events on 09sep2022 from 22:17:23 to 22:17:25, on 16sep2022 from 11:22:54 to 11:23:15, from 11:23:17 to 11:23:18, from 11:25:13 to 11:25:24, and from 11:29:17 to 11:29:26 due to dual power cable disconnect events. During this time, both power leads to the controller were disconnected from external power, causing the alarm. The backup battery was able to support the system controller during these events and they did not affect the system controller's ability of operating the pump above the low speed limit. The alarm resolved on its own when external power was restored to the power cable leads when they were reconnected to power. During the no external power event, the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. Provided information stated that the cause of the alarms was not exactly identified, a self-diagnosis was attempted and nothing was found and all the visual and audible alarms worked, the product will be returned to abbott. The root cause of the reported event of the no external power alarm was determined to be a user error in which both system controller power cables were disconnected from external power simultaneously; however, the root cause of the controller failing to alarm could not be determined through this analysis. As the system controller, serial (B)(6), will not be returned for evaluation, the complaint file will be closed with no further action. This analysis cannot conclusively determine a root cause for the reported event. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The system controller, serial number (B)(6), was shipped to the customer on 21sep2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section b ¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and driveline disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.